Event description:
The procedure was percutaneous transluminal angioplasty to the unidentified target lesion. A guidewire was inserted across the lesion via a sheath introducer without any difficulty, and the product was advanced to the lesion. The balloon was inflated using an indeflator; however, it ruptured below rated burst pressure at 15 atmospheres during the third inflation. The product was withdrawn without incident and another balloon catheter was used for the procedure, which was successfully complted. Further information indicated that the product was prepared and clinically used as per the product instructions for use. Vessel characteristics and patient-specific information were not available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This product is distributed outside the united states; however, it is similar to united states distributed product.